Manufacturer narrative:
Date of event and therapy date are estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-03812. It was reported that the patient lost effective therapy, and high impedances were measured at a lead contact. Reprogramming did not resolve the issue. As a result, surgery may occur to address the issue. It is not known which of the two leads had the high impedance contact, so both applicable leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgery occurred on (B)(6) 2021 in which the leads were repositioned, which resolved the issue.